Event description:
It has been reported to philips that the azurion c-arm could not move. No harm has been reported to phiips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving, customer has rebooted several times and not working. Review of the system log file showed that magnus driver issues. Fse gathered logs for intermittent c arm not moving, downloaded additional logs for tech support, created test logs to see reason for removing the magnus power and repowering. Fse discussed problem with rtac and cdn technical specialist. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.